Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Device has a broken fork end on the tip. Right side of the tip broken off. Tip broke at its thinnest point. The mating part (needle or instrument) was not returned. The most likely cause of this type of event is user mechanical damage from dropping the device or hitting the device against bone or another device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during the fifth and final implant, the teeth from the bottom jaw of the device broke off in the patient while passing the device through the soft tissue. The broken piece remains in the patient. No x-rays were taken. Used a different fast pass to complete the case. Case: left shoulder rotator cuff repair. The quality of the bone was average.